Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) reached end of life (eol) per remote monitoring system. Additional information obtained from field representative indicated that this patient was scheduled for device replacement due to normal battery depletion. The device was explanted and replaced with a new lead. No adverse patient effects were reported.